Event description:
On (B)(6) 2016 information was received from the a health care provider via the representative who clarified troubleshooting and x-ray findings. Prior to the revision surgery, pump filling was not possible and initial pain symptoms returned. An x-ray confirmed the suspected flipped pump. The physician opened pump pocket and visually saw that the pump and catheter were twisted. In order to untwist the catheter, the pump was disconnected by the physician from the catheter. The initial implant date was noted as (B)(6) 2015. The pump and catheter models and serials were provided. Part of the pump segment of the catheter, that was visually damaged, was removed and returned. It was replaced with part of the (B)(4). Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal morphine (dose and concentration unknown) via an implantable infusion pump. The indication for use was a pain pump. The event date, drug lot number, concomitant medication list, and the patient age/weight/medical history were noted as unable to obtain. It was reported that the pump filling was not possible and the patient's initial pain symptoms returned. The troubleshooting performed was described as "rx to confirm flip". A procedure took place, to resolve issue. During surgery, the pump was disconnected from the catheter. The pump and catheter were twisted. Twiddler's syndrome and a ruptured catheter were also noted. The catheter was untwisted and partially removed; and was further reported that the pump-catheter connection and part of the pump segment were partially explanted. A new pump connection was performed with the revision kit 8784 pump segment. The catheter was returned. The issue was resolved and the hcp had no further information. The patient status at the time of the report was "alive - no injury". Additional information was requested regarding serial numbers. Should additional information be provided, a follow-up will be submitted.

Manufacturer narrative:
Analysis of the catheter (lot# 0209794488) found the catheter body had significant twisting that may have affected infusion. The catheter body also had damage to the transition tube. There was twisting observed on the catheter body of segment 2 and 3. A kink was also observed on both segment 2 and 3 at the location where the twisting was seen. During pressure testing in the lab, the kinked area would occlude on segment 2 when the catheter was bent to a narrow radius, but would not occlude on segment 3. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.